Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing leaked during chemo infusion. Although requested, no additional event and/or patient information was provided.